Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas, with blood glucose peaking at 270 mg/dl for approximately 1.5 to 2 hours and trending down after a teflon 6 mm infusion site change. Symptoms included no reported clinical effects and the user stated they felt fine. Outcomes included no medical intervention, no ketone testing, no use of backup therapy, and no assistance required. Investigation included user troubleshooting with infusion site replacement and review of device performance as reported by the user, with no alerts above 300 mg/dl noted. Investigation of this case revealed no abnormal device behavior reported and no identifiable device-related malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.